Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A physician reported that the system shut down on it's own.additional information has been requested

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, it was noted the system shut down was due to a facility power loss. The customer has an external uninterruptible power supply (ups) that should provide backup power when the facility loses ac power but the ups failed. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 28, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a facility ac power loss. However, the system was found to meet specifications (B)(4).